Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for the carbohydrates for the dinner, and experienced a low blood glucose (bg) level of 63 mg/dl. To treat the low bg level, the customer consumed more carbohydrates. At the time of the reported event, the customer's bg level was 94 mg/dl; however due to having insulin on board, the customer's bg level decreased to 63 mg/dl. The customer treated the bg level by consuming crackers and milk. The customer declined further follow-up from tandem technical support and confirmed bg level would continue to be monitored.